Event description:
It was reported via repair work order that the that the cot was unable to lock into the power-load at the foot end due to debris inside the guide of the foot end fastener assembly that was not allowing the cot to lower into the foot end locking location on the transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.